Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0clpv, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# va0clpv, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The wires inside the patient were hurting or stinging which started about a week ago (B)(6) 2015). The patient tried to increase and decrease stimulation. She hadn't tired turning stimulation off. A falls could be related to this issue. The patient fell and broke the knee cap on (B)(6) 2014. Device had not been checked since fall. Patient was getting a change pp (patient programmer) batteries. She changed the batteries and the pp issue resolved. Ins (stimulator) was off. The patient turned the ins on. Patient was on program 4 at 2.3 volts. The patient changed to program 1 to 4.2 volts. It felt comfortable. She was going to set up appointment with hcp (healthcare provider) to have device checked. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.